Event description:
It was reported that the lost to follow up patient presented in the emergency room for an unrelated issue. Upon interrogation, the pacemaker and the right ventricular and atrial leads exhibited complete loss of capture. It was also noted that both leads exhibited low impedance. The device was reprogrammed. Patient was asymptomatic from these issues after the event and will continue to be monitored.